Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer experienced an elevated blood glucose (bg) of 600 mg/dl; cause was not known. A correction bolus was delivered and customer¿s fiancé assisted the customer by administering a manual injection to address bg. Reportedly, the customer vomited due to the high bg. The customer continued to use the pump for insulin therapy.